Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. It was stated and confirmed by photographic evidence there was a gap between spring arm and suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights, powerled ii. It was stated and confirmed by photographic evidence there was a gap between spring arm and suspension arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on information gathered, the device has been repaired. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated, root cause analysis indicates that the separation between the suspension and the spring arm resulted from the circlip being removed due to incorrect assembly. The installation manual includes all instructions related to the positioning of the circlip. The service protocol indicates that the circlips must be checked by visual inspection. To prevent any similar incident maquet recommends respecting the installation instructions. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).